Event description:
It was reported y an attorney that the patient underwent a surgical procedure on (B)(6) 2005, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent lavh/bso due to pop. It was reported that following insertion the patient experienced pain, erosion, infection, recurrence. It was reported that patient underwent revision due to mesh erosion on (B)(6) 2006. No additional information was provided

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported by an attorney that mesh was implanted on (B)(6) 2005 to treat pelvic organ prolapse with concurrent laparoscopic assisted vaginal hysterectomy/ bilateral salpingo-oophorectomy. No additional information was provided.